Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted during testing. Unit was received with normal operating currents and no unexpected off no power alarm, low battery alarm or failed battery test alarm noted. Unit passed the delivery accuracy test. Pump had cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized twice due to high blood glucose on (B)(6) 2017 at 5:00 pm. Customer blood glucose reading at the time of the incident was 710 mg/dl. Customer current blood glucose was 209 mg/dl. Customer blood glucose level during admission was 710 mg/dl. The hospital name (B)(6) hospital. (B)(6) reported the incident. The hospital (B)(6). Insulin caused the high blood glucose reading. Customer had diabetic ketoacidosis so manual injection needed for treatment. Customer could not get their high blood glucose level low. Customer was wearing the insulin pump during hospitalization. Customer declined to troubleshoot for high blood glucose reading. Customer also reported failed battery test. Insulin pump will be returning for analysis.